Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that the patient was externally defibrillated due to loss of defibrillation therapy. Upon interrogation, it was found that the implantable cardioverter defibrillator exhibited loss of defibrillation therapy due to incorrect interpretation of signal. Programming changes were made. Patient condition was stable.